Event description:
It was reported that the patient presented for in clinic device check. It was discovered that the radiofrequency (rf) telemetry was not working on the patient's implantable cardioverter defibrillator (ICD). The transmitter was noted to have been plugged in but not communicating with device. Cyber security update was performed on the ICD and then the rf telemetry began to work. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.